Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd. Pathum thani, thailand, (B)(4). The gladius mongo 14 guide wire tangled with the concomitant naveed hard guide wire was returned for evaluation. At approximately 20mm from the tip of the naveed hard, the elongated coil wire of the gladius mongo 14 was found tangled. Microscopic observation was performed. The polymer jacket of the gladius mongo 14 was ruptured at approximately 25mm from the tip and the elongated coil wire was exposed. At approximately 16mm from the tip, the guide wire was deformed into an acute-angled hook. Observation after removing the polymer jacket found that elongation of the coil wire started at the hook deformation and the ball tip remained attached at the very distal end of the guide wire. The elongated coil wire was not fractured; it remained in one piece. The coil wire was removed to observe the core wire. At approximately 15mm from the tip just proximal to the proximal end of the inner coil wire, the core wire was found fractured. To observe the core wire on the proximal side, remaining polymer jacket and coil wire on the proximal side were removed. Sem observation was performed on the core wire fracture. Fracture surfaces on both sides were relatively flat and both sides of fracture ends showed circumferential cracks, suggesting that repeated bending stress had contributed to the fracture. In short, the core wire fracture was located at approximately 16mm from the tip with the ruptured polymer jacket and the elongated coil wire. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that repeated bending stress most likely generated during wire manipulation had contributed to the core wire fracture. When the accumulated stress exceeded the product's design limit, it made the core wire to fracture. Rupturing of the polymer jacket and elongation of the coil wire were likely caused by tensile stress generated with wire removal. It was concluded that this event was not attributed to product quality. Although there were reportedly no adverse patient effects, damage found on the polymer jacket was too severe to completely rule out a potentiality that some fragment(s) might be left in the patient anatomy. Instructions for use (IFU) states: [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warning] do not push the guide wire more than necessary to advance the tip through the narrowed part of the vessel. (For example, do not push the guide wire when the distal tip of the guide wire is bent by the force of manipulation.) After crossing the targeted area, do not roughly twist, push or pull the guide wire. If the guide wire is moved excessively, it may be damaged or break apart, which may injure the blood vessel or leave fragments inside the vessel; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that the procedure was to treat severely calcified ctos in the right anterior and posterior tibial arteries and the right peroneal artery. After the cto in the anterior tibial artery was treated, an asahi gladius mongo 14 guide wire was advanced to the posterior tibial artery. The guide wire was delivered to the plantar artery. When distal puncture was performed, the antegrade gladius mongo 14 guide wire was found separated. A micro basket was used to retrieve the separated wire but failed. In an attempt to retrieve the separated wire, a non-asahi naveed hard guide wire was advanced parallel to and tangled with the separated wire. Poba was performed at the recoiled cto in the anterior tibial artery. Then the physician determined that no further intervention would be taken and stopped the procedure. He commented that it was a very complicated procedure that the guide wire was likely broken due to the calcified ctos. The patient was fine without problem after the procedure.